Event description:
The customer complained of erroneous ph results for 1 patient sample tested on the roche omni cobas b 221 system. It is not clear if the date of event was (B)(6) 2016 or (B)(6) 2016. Clarification on this was requested but was not provided. The ph result from the b 221 analyzer with serial number (b)(4 was 7.347. The sample was repeated on a different b 221 analyzer with serial number (b)(4 and the result was 7.452. No adverse event occurred. The ph electrode lot number was 21560947 with an expiration date of 09/02/2016. The ph electrode had been replaced on (B)(6) 2016. The field service engineer had performed preventive maintenance on the analyzer on 08/01/2016. Quality controls (qc) and calibration were acceptable. The customer performed a manual wetting routine for the ph electrode using whole blood. Qc was acceptable; however, the customer is still seeing differences in results between samples. Clarification on this was requested; however, no actual results were provided. The customer was sent a replacement ph electrode. The b 221 analyzer with serial number (B)(4) was not being used by the customer until they received the new ph electrode. The customer received the new ph electrode; however, the issue was not resolved. The field service engineer (fse) visited the customer site. A deteriorated electrode holder was identified. The fse replaced all the blood gas electrodes and the electrode holder. The customer ran calibrations, qc and patient samples which all compared well to the other b 221 analyzer with serial number (B)(4).

Manufacturer narrative:
Was updated based on clarification received. It was clarified that the customer thought the ph result from b 221 analyzer with serial number (B)(4) was correct. It was clarified that no additional erroneous ph results were received.

Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. The result data provided by the customer does not cover the date of the event. The ph electrode or the replaced electrode holder was requested for investigation; however, the customer has discarded these parts. Calibration and quality control data from both b 221 analyzers did not show any issues. The customer indicated that after replacing the electrode mounting part in the measuring chamber, no further problems occurred. There may have been a relation between the defective electrode mount (e.g. Oxidized contact pins) and the discrepant ph results but this could not be confirmed as no parts were returned for investigation.